Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) an unknown quantity of clearlink system continu-flo solution sets in which backflows were occurring. The customer reported that they have had a few where the back check valve has failed. They will be re-educating staff on the proper way to hang bags and how full to fill the drip chambers. The process step, patient injury or medical intervention and patient involvement is unknown. No additional information is available at this time.